Event description:
The patient reported that their stimulation system was "removed some time ago due to infection". No additional information was provided. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.